Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 1st date listed in sap history. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn which confirmed/did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported that the device is "broken/damaged." There was no additional information provided and no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced bezel assembly, door assembly with keypad, patient side pressure sensor (third party parts). Replaced rear case assembly, membrane frame and left/ right iui's (fluid ingress). A review of the device history record showed the device had a manufacture date of 06/20/2004. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A complete production failure review was not performed because the device was manufactured prior to july 1, 2004 ¿ the implementation date of the erp system. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced bezel assembly, door assembly with keypad, patient side pressure sensor (third party parts). Replaced rear case assembly, membrane frame and left/ right iui's (fluid ingress). A review of the device history record showed the device had a manufacture date of 06/20/2004. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A complete production failure review was not performed because the device was manufactured prior to july 1, 2004 ¿ the implementation date of the erp system. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA ca-2018-0161iui conn issues.

Event description:
The customer reported that the device is "broken/damaged." There was no additional information provided and no patient involvement.